Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: after performing 2 punctures with different catheters, it was notice a blood leakage through catheter's extension. Catheter is defective (extension has a perforation).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-jun-2022 h6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was not confirmed while the reported issue of needle defect other was confirmed upon inspection and testing of the sample. During leakage testing no leakage was observed. Bd cannot determine the cause of the leakage failure since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: after performing 2 punctures with different catheters, it was notice a blood leakage through catheter's extension. Catheter is defective (extension has a perforation).

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: after performing 2 punctures with different catheters, it was notice a blood leakage through catheter's extension. Catheter is defective (extension has a perforation).

Manufacturer narrative:
H6: investigation summary/ our quality engineer inspected the one photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo since a physical sample is needed to confirm the leakage defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.